Manufacturer narrative:
The failure investigation has been completed and the wake button issue was verified. Functional testing was performed and no failure was identified related to the low blood glucose issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the customer experienced a low blood glucose (bg) value; bg value was not provided. Customer declined to provided further information regarding the low bg. Reportedly, customer continued to use the pump for insulin therapy and also confirmed that manual injections are available for insulin therapy.